Event description:
During review of the patient's programming history on (B)(6) 2012 it was discovered that a faulted system diagnostics test occurred on (B)(6) 2008 which changed the patient's settings from output=2ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet on time=2.25ma/magnet pulse width=500usec/magnet on time=30sec to settings of output=0ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet on time=0ma/magnet pulse width=500usec/magnet on time=30sec. Although a final interrogation was performed, the settings were not corrected until the patient's visit on (B)(6), 2009.

Manufacturer narrative:
Analysis of programming history.